Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an eighty-eight-year-old female patient with cardiogenic shock supported by an impella device developed significant hypotension and ventricular arrhythmias during the intervention. The patient experienced several episodes of ventricular fibrillation, each resolving after a single defibrillation shock. Staff initiated norepinephrine and administered multiple boluses of phenylephrine. After the procedure was completed, the impella support was gradually reduced

Manufacturer narrative:
D4: added UDI: h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ppae(hypotension/arrythmia): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information was provided in b5 (event description). Corrected information was provided in d4 (catalog). Upon review, it was identified that section d catalog number needs to be corrected. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information states that the patient coded prior to impella insertion, and impella was used as a bail out after patient went into ventricular fibrillation and was shocked. The patient was stabilized by impella cp and physician was able to complete percutaneous coronary intervention. The physician utilized impella cp as bailout for patient coding. After impella cp implant, the patient stabilized, and physician was able to complete percutaneous coronary intervention. Physician elected to remove impella post percutaneous coronary intervention, but did not feel it was necessary to retain the pump.